Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer filled the tubing and replaced the pump supplies to resume insulin therapy. There was no adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.